Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicate that the surgeon implanted a 13.2mm, vticm5_13.2, -12.00/2.5/084 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for shorter length lens due to high vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens. Presence of residue on lens surface was observed. (B)(4).